Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump display was very difficult to read. Customer's mother explained that the ink was very light and the pump had not been dropped or bumped. A replacement pump was arranged.

Manufacturer narrative:
Device received with missing segments or partial display due to moisture damage on lcd board. Unable to perform any tests due to missing segments or partial display.